Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed the volume test. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: customer complaint of "test failure" cannot be confirmed through accuracy testing, pvt (performance verification testing) and incoming inspection. The most probable cause is that the tester may have been using old values for testing, may not have been using calibrated equipment. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. Upon further investigation, found dso (downstream occlusion) seal and battery door were damaged. Replaced battery door and dso seal. Performed dso/uso (upstream occlusion) sensor calibration. Performed pvt, unit pass all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.